Event description:
The pharmacist stated they received questionable results from coaguchek xs meter serial number (B)(4). The meter result at 3:30 pm was 3.8 inr and the laboratory result at 3:40 pm was 2.86 inr. The laboratory reagent was requested but was not known. The pharmacist believed the laboratory result was accurate. The patient did not receive any treatment. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The hematocrit was 40%, the patient had no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no changes in diet, no additional illnesses, no bleeding, and no bruising. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.